Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. Device evaluation: the product was discarded. Since sample is not available, the complaint issue reported could not be verified. Product deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed only one additional complaint folder for this production order (po) number; however, it was not related to the reported event. A product deficiency could not be identified. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a tecnis itec preloaded intraocular lens (iol) advanced too early and the tip of the cartridge was funky. There was no patient injury reported. There was no additional surgical intervention performed during the initial procedure. The customer indicated that the device was destroyed. No further information provided.